Manufacturer narrative:
(B)(4). Concomitant products: guide cath: terumo medical corp. 6 fr., 6fr. Heartrail iii; sheath: glidesheath slender; other: cook medical 18g. Entry needle, boston scientific namic 3 port manifold. (B)(4): indication for use. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The bmw universal referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted that the whisper instruction for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it does not appear that using the the guide wire off-label contributed to the reported difficulties.

Event description:
Subsequent to the previously filed medwatch report, an update to the case description as follows: the right radial artery was cannulated, then upon advancing the balance middleweight universal (bmw) guide wire and the non-abbott catheter, it was observed that there was a loop in the right radial artery.

Event description:
It was reported that the procedure was to treat a lesion located in the left main and left anterior descending artery. The right radial artery was cannulated, then upon advancing the balance middleweight universal (bmw) guide wire and the non-abbott catheter, it was observed that there was a loop in the left radial artery. The loop was negotiated with the bmw guide wire distally. An attempt was then made to advance the guiding catheter over a 2.5 mm balloon, but due to the tortuosity of the loop, was not able to be advanced. The balloon catheter and the guide wire were retracted, at which time it was observed that the guide wire was separated in the middle at the transition site and only the distal end of the guide wire came out. The other end was stuck into the brachial artery. A whisper guide wire was advanced to the level of the brachial artery, again through the loop, in hopes of snaring the separated guide wire, but again the whisper guide wire broke at the level of the brachial artery. The whisper guide wire was able to be retrieved with a snare. The femoral artery was continued to be cannulated, and a snare device was advanced to successfully capture the separated bmw guide wire. No additional information was provided.